Manufacturer narrative:
Exact date of device breakage is unknown. (B)(4) expiration unknown (10)lot unknown. Per facility, the complainant part is not available for manufacture review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had suffered bilateral tibia fractures, which were originally treated with ex-tibial nailing systems on (B)(6) 2015. The right tibia healed well, but the left tibia went on to a non-union along with nail breakage. On (B)(6) 2016, the patient was returned to the operating room for revision. During the procedure, the surgeon removed the broken tibial nail and revised the fracture with plates, screws, and an added bone graft. The procedure was completed successfully with no reports of surgical delay. The patient is said to be doing well post-operative. No further information is available. This report is 1 of 1 for (B)(4).